Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us that the distal tip of the aspiration catheter separated from the shaft and remains inside the pt. The physician inserted the guide wire into the pt. The physician inserted the aspiration catheter over the guide wire into the pt. The physician successfully performed two aspirations on the vessel. The physician attempted to remove the aspiration catheter from the pt and noticed that the distal tip including the marker band had separated from the shaft of the aspiration catheter and remained inside the pt. The physician inserted a gooseneck snare device and attempted to cross the lesion, however, was unsuccessful. The physician inserted a balloon and attempted to expand the lesion in an attempt to cross the snare device, however, this was unsuccessful. The physician attempted a different technique to remove the marker band and inserted a balloon catheter and advanced this forward with the guide wire and inflated the balloon in an attempt to push the marker band into the vessel wall. The physician attempted to remove the inflated balloon and noticed on the floroscope that the marker band began to move. The physician was unsuccessful and attempted to remove the guide wire and while removing the guide wire, the physician noticed that the marker band moved at the same time. The physician continued to remove the guide wire into the guide catheter and was able to successfully remove the marker band into the tip of the guide catheter. The physician then inserted a balloon catheter to the tip of the guide catheter and inflated the balloon against the guide catheter tip to keep the marker band inside the guide catheter. The devices were all removed at the same time from the pt. The physician indicates that, there was still a separated tip of the aspiration catheter still inside the pt. The physician decided to discontinue the attempt to remove the remainder of the separated tip from the pt. The physician indicated that the pt has since been had another operation on a different lesion side and no blood-flow abnormality. There was an interview conducted with the physician on 06-october-2006 and at that time the physician commented that no health hazard was caused to the pt.